Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the electrode exhibited high shock impedances out of range. It was also noted that during the defibrillation threshold (dft) test failed. Subsequently, the electrode was removed from the header and re-inserted. The dft was done again, with a successful shock and good impedances measurements. Furthermore, the patient was checked the next morning, and the shock impedance was out of range. Boston scientific technical services (ts) recommended to perform an x ray. Moreover, the system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, during implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the electrode exhibited high shock impedances out of range. It was also noted that during the defibrillation threshold (dft) test failed. Subsequently, the electrode was removed from the header and re-inserted. The dft was done again, with a successful shock and good impedances measurements. Furthermore, the patient was checked the next morning, and the shock impedance was out of range. Boston scientific technical services (ts) recommended to perform an x ray. Moreover, the system was explanted and replaced. No additional adverse patient effects were reported.